Manufacturer narrative:
Review of the manufacturing records could not be completed as no lot number information was provided. The investigation is ongoing.

Event description:
The following was reported to gore by the physician: on (B)(6) 2019, the patient underwent endovascular repair for left superficial femoral artery disease using two gore® viabahn® endoprosthesis. The first gore® viabahn® endoprosthesis (5 mm x 25 cm / lot # unk) was implanted successfully and post-ballooned. The second gore viabahn endoprosthesis (5 mm x 15 cm / lot # unk) was advanced into position. When the deployment line was pulled the device deployed approximately 10 cm then resistance was felt, deployment stopped, and the deployment line broke. The physician attempted to remove the endoprosthesis, but the delivery catheter was constrained at the site of the undeployed endoprosthesis. When the delivery catheter was pulled, the endoprosthesis moved proximally, over the common femoral artery. The left common femoral artery was cut down and the deployment line, which was still attached to the endoprosthesis, was pulled under direct vision. The endoprosthesis deployed in the left common femoral artery. It was observed that the deep femoral artery was patent. The patient tolerated the procedure.

Manufacturer narrative:
Corrected data: h6. Method code 1; h6. Results code 1. Additional manufacturer narrative: review of the manufacturing records verified that the lot met release requirements.

Manufacturer narrative:
Corrected data: h6: results code 2. H6: conclusions code 1. Additional manufacturer narrative: examination of the returned device revealed the following: the delivery catheter, the deployment line, and flushing ports were returned; the flushing port was not evaluated as it is not a gore product; the deployment line appeared to be broken into two sections; one section was still attached to the deployment knob and measured approximately 158cm with a 0.5cm single fiber on the end; there was a knot approximately 138.3cm from the deployment knob; the second section of deployment line measured 124cm, which included an 87cm single fiber on one end and a 17cm single fiber on the opposite end; the transition appeared to be nicked; the remainder of the device appeared unremarkable. Based on the device examination performed, no manufacturing anomalies were identified to which the event could be definitively attributed. Based on review of the manufacturing records and examination of the returned device, we are unable to determine the exact cause(s) of this event and assign a root cause with complete assurance. All information has been placed on file for use in tracking and trending.